Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was experiencing a no-power issue. Reportedly, the pump powered on appropriately with the use of a new battery from a new pack; however, this result does not constitute resolution of this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/11/2014 with the following findings: an inexplicable 'power reboot event', which occurred subsequent to a 'low cartridge warning' and can be indicative of the type of power issue that was reported, was observed in the black box data. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The battery compartment was observed to be intact. The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. A 'low cartridge warning' was induced and cleared without any issues. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.